Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm on the insulin pump. Customer stated the alarm occurred during a bolus delivery when the customer was troubleshooting for a motor error alarm. The customer's blood glucose was 365 mg/dl. Customer stated the alarm did not occur during a manual prime. Customer stated they were unable to troubleshoot at the time of the call. Customer declined to return the product for analysis.